Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: july 09, 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a buttress compression nut cross threaded with a blade guide sleeve during a trochanteric fixation procedure on (B)(6) 2015. As the surgeon was trying to remove the compression nut after helical blade insertion, he tried to disengage the sleeve, however; he could not get the compression nut unlocked. After several attempts, he was able to release the compression nut and the system was eventually taken off. Surgery was delayed 1-2 minutes and the outcome of the case and the patient was good. There is no additional information at this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). A product development evaluation was completed: buttress/compression nut (bcn) (03.037.016): no noticeable damage to part. Nut spins freely for ½ revolution along the guide sleeve but cannot be removed due to damage to damage on the sleeve threads. Blade/screw guide sleeve (03.037.017): threads damaged along shaft to prevent removal of the bcn. The threads are deformed downward in multiple places along the shaft. When performing the surgery, the bcn was used by the surgeon per its intended use. After inserting the blade, the surgeon attempted to disassemble the system and the guide sleeve was stuck in the aiming arm and the buttress compression nut was too tight to loosen. Eventually the surgeon was able to use another tool (not part of tfna set) to grab and hold the guide sleeve to loosen the buttress compression nut and disassemble the system. Upon receiving the devices, a visual inspection of the parts was completed. The guide sleeve has deep gouges in the external threads in multiple places along the shaft consistent with the use of a tool to grab and hold the guide sleeve described above. The gouges prevent the removal of the bcn without damaging the instrument, and therefore prevent inspection of the female thread in the bcn, and male threads on the guide sleeve covered by the bcn. The outside of the bcn has no visible damage and there are no signs of wear in the pin wrench holes. This incident may have been caused by overtightening of the bcn. Excessive buttressing can lead to deflection within the various insertion instruments causing binding of the system. Additionally, when the guide sleeve is assembled properly to the aiming arm and a cantilever load is applied to the sleeve, binding also occurs. It is unclear if either of these two scenarios caused the binding with the instrumentation. Additionally, because the thread was damaged during disassembly by the surgeon, the bcn cannot be disassembled without damaging the internal thread. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.